Event description:
The customer reported that a small portion of the device tip fell into the pt cavity during the procedure. The piece was successfully retrieved by the surgeon. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.